Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with an st elevated myocardial infarction (stemi), was experiencing cardiogenic shock, and had been defibrillated due to a totally occluded left main to left anterior descending (lad) coronary artery (widowmaker). Patient health was declining toward death on presentation. During the procedure to treat the culprit area with unspecified balloons and an unspecified drug-eluting stent, a free perforation occurred in the heavily calcified distal lad. A 2.8x19 rx graftmaster covered stent was advanced but was unable to cross to the perforation site due to the heavy calcification; the graftmaster was withdrawn from the anatomy without difficulty and there were no other device issues. The failure to cross did not cause or contribute to any clinically significant delay. Multiple attempts were made to seal the perforation via balloon tamponade, but none of the attempts were successful. The patient expired the same day due to the presenting cardiogenic shock and stemi caused by the occluded widowmaker lesion on presentation; reportedly, in the opinion of the physician, while the perforation was an unplanned complication, it is not the reason for the patient death and use of the graftmaster did not cause or contribute to patient death in any way. No additional information was provided.